Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia. The customer blood glucose level was low while using the insulin pump 45 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer stated that they removed the insulin pump. Customer was not using insulin pump system within 48 hours of reported low blood glucose event. Customer did not use auto mode. Customer stated that they was using a t-slim but it fell and would like to go back to his old insulin pump. The insulin pump will not be returned for analysis.